Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified by device download data that a (B)(6) female patient was treated. The lifevest treated the patient at 12:41:19am on (B)(6) 2014 while at a skilled nursing and rehabilitation facility. Motion artifact contributed to the false detection. The response buttons were not used during the event. A zoll territory mgr reported that the patient appeared to be senile. There was no indication that the patient sought medical attention. The patient continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date and usage of device: monitor (B)(4): 04/2014- reuse, electrode belt (B)(4): 04/2012- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).